Event description:
This product, clamp cover, says it is radiopaque. A surgical healthcare worker noted no radiopaque material visible and initiated x-ray with raytec. Unable to identify clamp cover on x-ray. It is a countable item in our surgical count. This is potentially dangerous. Diagnosis or reason for use: surgical use: instrument cover to protect tissue from trauma. Event abated after use stopped or dose reduced: yes.